Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with disc degeneration, lumbar spondylosis, and chronic low back pain and underwent the following procedure: l4-l5 and l5-s1 anterior lumbar interbody fusion and interbody cage fixation with bmp impregnated bmp sponges using intraoperative fluoroscopy. Pre-operatively, an MRI revealed disc degeneration, disc space collapse, and spondylotic changes at l5-s1 with bilateral lateral recess stenosis as well as some disc degeneration and annular bulging at l4-l5. Provocative CT discography revealed abnormal discograms of both l4-l5 and l5-s1 with reproduction of his pain in the concordant pattern at both levels. The patient underwent the above mentioned procedure in which rhbmp2/acs was used.